Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, user experienced heavy bleeding after using the speedicath male compact, to the extent that he went to the emergency room and spent 3 days in the hospital. He initially experienced bleeding on (B)(6) at approximately 9pm. He woke up at 11pm and felt the urge to urinate, which was unusual for him. He then notice a large amount of blood in the urine and went to the emergency room. He spent the next 3 days in the hospital, having lost a significant amount of blood. He is currently on blood thinners. He now has a foley, but hopes to catheterize with a softer product in the future. EU stated that the catheter actually looked like sharp spears. He said they are like little spears.